Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Console logs from the reported day of the event are consistent with the complaint. The logs show multiple instances of the suction alarms along with placement signal low and multiple position alarms throughout the case. The console ic1167 was returned to field service for further investigation, as the reported complaint could not be reproduced. During the inspection, visible light was observed coming out from the external optical pump connector. The root cause for the placement signal not reliable alarm was likely due to the intermittent failure of the optical bench. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. Following implantation, placement signal not reliable alarm was active on the console. Pump placement was verified, and the alarm was silenced. Support therapy continued without interruption. No patient harm or injury was reported.

Manufacturer narrative:
H4 device manufacture date updated.